Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level over 400 mg/dl. Customer was treated with manual injection and insulin pump. Customer had blood glucose level of 281, 140 and 240 mg/dl. Customer was not using auto mode. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to complete rewind. Customer was able to clear alarm. Customer did self test and insulin pump passed self test. The insulin pump will not be returned for analysis.